Event description:
It was reported that after inserting the intra-aortic balloon (iab) and pressing the start button, the console generated an autofill failure alarm and therapy did not start. The console was switched out with a different one, but the same failure occurred. After several attempts, pumping started and therapy was initiated without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter. Two kinks were observed on the catheter tubing approximately 75.4cm and 73.9cm from the iab tip. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was observed at the catheter y-joint at the y-fitting. The reported problems were most likely triggered by a leak in the catheter tubing which was found near the y-fitting. The potential root cause has been determined to be a micro-nick on the catheter tubing, which is a manufacturing issue. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a